Manufacturer narrative:
The reported field event was infection. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-27289. It was reported that the patient presented to the hospital with signs of infection. The implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead were explanted on (B)(6) 2021. There were no adverse consequences to the patient.